Event description:
During the use of this catheter, the hosp had three dissections occur. No other info is available at this time.

Event description:
The h1 catheter was used to catheterize the right common carotid artery and right vertebral artery. The initial injection of the right artery showed sluggish flow up the vessel. At this point, the pt complained of some neck pain. The catheter was removed and angiogram of the vertebral artery in the neck showed a dissection with about 50% stenosis. The catheter was removed and replaced with a different catheter to finish procedure.